Manufacturer narrative:
Device history review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately five years post filter deployment , a CT chest angiogram revealed a fractured filter strut in the right ventricle, the ivc filter was malpositioned just cranial to the renal vein with a strut extending into the left vein. Therefore, the investigation can be confirmed for limb detachment and malpositioned filter. However, the investigation is unconfirmed for filter migration as the filter was successfully retrieved from the ivc. Per the medical records, the patient had the filter implanted prior to sleeve gastrectomy surgery. The filter was deployed at l1 with some tilt noted. Per the instructions for use (IFU), "open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter." Therefore, it is possible that the filter tilt and the gastrectomy surgery could have affected the integrity and stability of the filter. However, the definitive root cause for the event is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 07/2013), (manufacturing date: 07/2010).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted, migrated to the heart and detached. The device was removed. Filter limb(s) were removed percutaneously after a previously attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.